Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 3, pump error 42, pump error 53, and pump error 54 alarm found on (B)(6) 2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 3, pump error 43, pump error 53, and pump error 54 alarms noted during testing, however, pump error 3 alarm was confirmed in the history file on: (B)(6) 2021 at 09:45:52, 09:45:53, (B)(6) 2021 at 08:41:45, (B)(6) 2021 at 07:23:16, 07:23:55, (B)(6) 2021 at 16:54:53, 16:55:19, 17:05:00, 16:55:55, (B)(6) 2021 at 10:06:07, 13:26:35. Pump error 42 alarm was confirmed in the history file on: (B)(6) 2021 at 16:54:55, 16:55:57, (B)(6) 2021 at 13:26:37. Pump error 53 (file #:16, line #: 439) was confirmed in the history file on: (B)(6) 2021 at 18:20:15.000, (B)(6) 2021 at 09:40:15, 09:50:00, (B)(6) 2021 at 07:22:15, 12:35:43, (B)(6) 2021 at 13:02:1, 20:17:15, (B)(6) 2021 at 09:32:15, 09:42:00, (B)(6) 2021 at 09:28:15, 09:38:00, 09:45:21, 10:00:15, (B)(6) 2021 at 08:41:15, 08:51:00, 08:56:15, 09:06:00, (B)(6) 2021 at 07:10:15, 07:19:15, 07:21:15, (B)(6) 2021 at 16:52:15, 17:02:00, (B)(6) 2021 at 10:05:15, 12:53:15, 13:03:00, 13:14:15, (B)(6) 2021 at 05:28:15, 05:45:32, 07:16:15, 07:26:00, (B)(6) 2021 at 17:00:15, 17:10:00, (B)(6) 2021 at 22:51:01, and 22:58:39 due to a software error. Pump error 54 alarms was confirmed in the history file on: (B)(6) 2021 at 18:20, (B)(6) 2021 at 9:40, (B)(6) 2021 at 7:22, (B)(6) 2021 at 13:02, and 20:17, (B)(6) 2021 at 9:32, (B)(6) 2021 at 9:28, 9:45, and 10:00, (B)(6) 2021 at 8:41 and 8:56, (B)(6) 2021 at 7:10, 7:19, 7:21, and 7:23, (B)(6) 2021 at 16:52, 16:54, and 16:55, (B)(6) 2021 at 10:05, 12:53, 13:14, and 13:26, (B)(6) 2021 at 5:28, 5:45, and 7:16, (B)(6) 2021 at 17:00, (B)(6) 2021 at 22:51 due to a software error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. In summary, pump error 53 and pump error 54 alarms were confirmed due to software errors. Pump error 4 and pump error were confirmed due to motor related error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 4, pump error 54, pump error 53, pump error 43 occurred. There was no adverse impact or consequence reported as a result of this event.